Event description:
Edwards received information that a patient with 23mm 11500aj aortic valve after implant duration of approximately four (4) years underwent valve-in-valve procedure due to severe regurgitation secondary to structural valve deterioration. Deterioration of the leaflet which corresponds to the left coronary cusp was suspected. The patient presented with dyspnea and heart failure.

Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including renal dysfunction.

Manufacturer narrative:
H10: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and there is no evidence of a product failure with regard to design, reliability, or use error. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. The most likely cause is patient factors, including renal dysfunction.

Event description:
Edwards received information that a patient with 23mm 11500aj aortic valve after implant duration of approximately four (4) years underwent valve-in-valve procedure due to severe regurgitation and aortic stenosis secondary to calcification and structural valve deterioration. Deterioration of the leaflet which corresponds to the left coronary cusp was suspected. The patient presented with dyspnea and heart failure. The patient was discharged on pod 6.

Event description:
Edwards received information that a patient with 23mm 11500aj aortic valve is being evaluated for valve-in-valve procedure after implant duration of approximately four (4) years due to regurgitation secondary to structural valve deterioration. Deterioration of the leaflet which corresponds to the left coronary cusp was suspected. The patient presented with dyspnea and heart failure.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with 23mm 11500aj aortic valve was hospitalized for the symptom of heart failure caused by aortic regurgitation and iatrogenic atrial septal defect (iasd) after implant of approximately three (3) years. The patient became a candidate for valve-in-valve procedure for aortic regurgitation. After closer evaluation, severe aortic regurgitation secondary to structural valve determination was confirmed. A symptom of dyspnea was also seen.